Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported wanting to move forward with getting more since both upper and lower are not where they should be or would like to be. The stated that their records inidicates having confirmed periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.